Event description:
The patient stated that two years ago his catheter pulled out of his spine. No patient symptoms were reported. The patient included that he was going to receive a new pump through the va. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.